Manufacturer narrative:
Concomitant medical products and therapy dates should have been reported earlier.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital one day after the implant of left ventricular lead and cardiac resynchronization therapy pulse generator, experiencing fatigue and a persistent stabbing pain in the back. It was noted that the patient had late pneumothorax. Getting venous access for lead placement was noted to be the cause of pneumothorax. It was also noted that the device was not pacing biventricularly. The device was reprogrammed. The patient was treated for pneumothorax and was discharged on (B)(6) 2018. The patient was stable and recovering at home.